Manufacturer narrative:
(B)(4). Voluntary report number: mw5057836. The device was returned for evaluation. Visual inspection revealed loose particle matter floating in the intravia container. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia bag contained plastic shavings. This was found before patient use. No additional information is available.